Manufacturer narrative:
Device evaluated by manufacturer - the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-05095. It was reported that during a percutaneous coronary intervention, a dissection occurred. Access was obtained via the right femoral artery. The 85% stenosed concentric de novo lesion measuring approximately 2.5-2.75mm in diameter and 10-12mm in length was located in a moderately calcified and mildly tortuous proximal right coronary artery (rca) that had a timi flow of ii. A 6fr runway art 3.5 guide catheter and a non bsc guide wire were successfully advanced to the lesion. A 2.5x15mm apex balloon was advanced to the lesion and inflated to 6 atms for 5 seconds and 12 atms for 14 seconds. A spontaneous dissection around the ostium of the rca extending into the descending aorta occurred. The patient was sent to surgery. No further patient complications occurred. Patient status is listed as stable post surgery.